Manufacturer narrative:
The device is expected to be returned for analysis, but has yet not been received. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the deployment the flow diverter did not open at the distal section and the pushwire was reported to have broken at the distal section. An attempt was made to free the flow diverter, but complete opening of the device was not achieved. The device was resheathed with the microcatheter, and they were both removed from the patient. The pushwire was reported to have been broken at the distal section. The broken section was reported to have been removed with a snare device. There was moderate friction when the device was advanced. The aneurysm was unruptured and in the right ophthalmic artery. The max diameter was 4mm. The anatomy was normal. The flow diverter and the ancillary devices were prepared per the IFU. The patient was not injured. The angiographic result post procedure was good. The patient was treated with a new flow diverter.

Manufacturer narrative:
The pipeline flex with shield and the microcatheter were returned for evaluation. Approximately 0.5 cm of the distal braid of the pipeline flex shield and the distal tip coil were found partially deployed outside of the catheter tip. The remaining braid and pushwire were found to be stuck within the catheter lumen. For further examination, the pipeline flex with shield was then pushed out from the catheter lumen with difficulty. The pipeline flex shield pushwire appeared to be detached at the hypotube proximal to the wire weld. A minimal amount of blood was found inside the catheter lumen. The distal and proximal dps restraints were found intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was found to be bent near the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The distal end of the pipeline flex shield braid was found fully opened with moderately frayed; while the proximal end of the braid was found fully opened with no damge. No other anomalies were observed. The surfaces of the detached pushwire were then sent out for sem and eds analyses. Based on the customer¿s photos, the analysis findings and the sem/eds analyses, the reports of pushwire separation was confirmed, as the returned pipeline flex with shield was found to be stuck at the distal segment of the catheter. In addition, the pushwire appeared to be detached at the hypotube proximal to the wire weld. Damage to pipeline braid (fraying) and hypotube (stretching); appear to show there was high forced used (pushing and pulling) during the device handling. The distal wire of the pipeline flex shield delivery system was possibly detached due to tensile failure. The elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The review of lot history shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. In regard to the ¿failure to open at the distal end¿ issue, the complaint could not be confirmed as the retu rned pipeline braid was found fully opened with moderately frayed at the distal end. However, the cause for damage could not be determined. Per our instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. If information is provided in the future, a supplemental report will be issued.